Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged short of breath,nasal congestion,headache. There was no report of serious or permanant patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging difficulty in concentrating, shortness of breath, nasal congestion, headache, dizziness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer visually inspected the device and found dirt/dust found within the airpath at the air inlet, on the blower box seal, inside the blower box, on the blower motor casing, on the motor impellers and the iso port was inconsisitent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/ breakdown in the base unit, but presence of contamination throughout the airpath, suggests a source external to the device.